Event description:
The surgeon reported via our sales rep, that during surgery upon placing the head onto the exeter stem the surgeon found the unit to be loose and not fitting as it should. It is further reported that another unit was used to complete the surgery. It is further reported that there were no adverse consequences.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.